Event description:
Based on information reported to davol: on (B)(6) 2008 - patient underwent open ventral hernia repair with composix kugel mesh. Since the time of surgery, patient reported abdominal pain and intermittent fevers in the 99.2 degrees range. The patient has been diagnosed with a recurrent hernia and surgeon reported the composix kugel will be explanted and a larger mesh will be used for repair and an abdominal reconstruction procedure.

Manufacturer narrative:
It was reported to davol that the patient had a composix kugel mesh implanted on (B)(6) 2008. Since the time of the implant, the patient says she had developed abdominal pain and intermittent fevers. The patient reports that she developed a recurrent hernia and will undergo surgery to explant the composix kugel and have a larger mesh implanted for the repair and abdominal reconstruction. Currently, it is unknown whether the device may have caused or contributed to the alleged event. No specific device failure has been indicated and no medical records have been provided. Additionally, the mesh remains implanted. The patient is reported to have developed a recurrence, which is stated as a possible adverse reaction in the product's instructions for use. The patient indicated that a larger mesh would be used in an upcoming procedure. The product's IFU states "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Without additional information, no conclusion can be drawn.